Manufacturer narrative:
The product was lost in house following return. If the product is found, it will be investigated and an additional report will be submitted for the investigation results of the returned device. No related nonconformances were noted for this complaint after DHR review. Complaint history search using etq revealed no additional complaints of this product's lot and category. The appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screw it is recommended to torque at 20ncm. The root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint is non-verifiable. (B)(4).

Manufacturer narrative:
Concomitant product(s): abutment is being reported as concomitant device.

Event description:
The doctor reported that the abutment (ildat5)/abutment screw (iunihg) keeps coming loose and now will not fully seat. The screw was removed with abutment. Doctor reported removing excess tissue from site.